Manufacturer narrative:
The suspect parts were returned to the MFR for evaluation. The failures were isolated to pc 1585. Components l1 and t2 were overheated due to a short circuit in ic1. This customer reported two occurrences of the same failure. No other complaints have been reported involving these components. No further corrective acitons will be taken at this time. The device was evaluated by siemens and the cause of the problem was determined to be a defective pull magnet (exhalation valve). The defective pull magnet was replaced and the device functioned within specifications. It has been returned to service.

Event description:
During the night there was minute volume alarm several times, ventilation continued normally (prvc and 5 cm h2o peep). The ventilator continued to malfunction and was exchanged. There was no pt injury.